Event description:
The following has been reported: customer reported bad air bubble sensor. Fk us service depot reports the following: action taken: received pump ((B)(6)) only. Confirmed reported problem. No air sensor errors found in history log. Air sensor could not be calibrated, replaced and calibrated. Downstream pressure test failed, calibrated. Ocs motor has loud noise, replaced. Equipment cleaned, post service tested per quality control check list and is released for use. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.